Manufacturer narrative:
The device has been received at the manufacturer for testing. A follow up report will be made once the investigation has been completed.

Event description:
It was reported that the battery slots of the handpiece overheated during testing. There was no pt involvement and no adverse consequences reported.